Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg unknown-300 mg/dl). Customer corrected elevated bg by administering a bolus via injection and set a temporary basal rate setting of 250 percent. Infusion set was changed and pump therapy was resumed. Shortly after bg lowered. Customer initially thought the bg issue may be due to the basal iq feature. However, after tandem technical support reviewed pump data, customer reported issue may be due to the pump settings. Reportedly, customer discussed pump settings with their healthcare provider.